Event description:
Patient reported right side rupture, "pain", "undulations on breast¿, "chronic inflammation". Healthcare professional additionally reported right rupture and capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required and impact code: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Wrinkling: no observed creases. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported right side rupture, "pain", "undulations on breast¿, "chronic inflammation". Healthcare professional additionally reported right rupture and capsular contracture baker grade IV. The device has been explanted and replaced. Treatment :capsulectomy.